Event description:
Additional information was received that the rv lead was capped and replaced.

Event description:
Additional information was received that the lead was replaced due to noise resulting in oversensing due to suspected lead fracture.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a malfunction of the right ventricular (rv) lead was alleged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition. Additional information was requested but not yet received.